Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The product support engineer troubleshot the issue with the customer over the phone. The customer was provided the new instruction on running the performance verifications test and asked the customer to re-test using the new procedure. No part was returned for failure investigation. Therefore, the root cause of the malfunction cannot be verified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the oxygen flow accuracy test. There was no patient connected to the device.